Event description:
Per report, upon follow up evaluation 3 months after the transfemoral deployment of a sapien valve, the patient was noted to have vegetation on the sapien valve with confirmed endocarditis. This event was not considered to be related to a malfunction of the device. Summary of the case: the patient is noted to have a porcelain aorta, and moderate aortic insufficiency, mitral and tricuspid regurgitation. The aortic annulus measured 19mm, the sinotubular junction (stj) 18mm, and the sinus of valsalva (sov) 25.6mm. A right femoral artery (rfa) cutdown was performed and access was obtained with the 22f delivery sheath without issue. A bav was performed under rvp and the 23mm sapien valve was inserted, positioned, and deployed in a 50:50 position under rvp. The final position was noted to be 50:50. Echo revealed no perivalvular leak (pvl) and no central aortic insufficiency. Trace pvl was noted on angiography. The delivery system and the 22f sheath were removed and the right groin cutdown was closed in the usual surgical manner. The patient was extubated and transferred to the ICU in stable condition.

Manufacturer narrative:
Per the instructions for use of the device, infection, including endocarditis and septicemia are among the potential adverse events of the tavr. Endocarditis is an infection of a native or prosthetic valve. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. In this case, the source of the infection is unknown. According to the merck manual, major predisposing factors to infective endocarditis are congenital heart defects, rheumatic valvular disease, bicuspid or calcific aortic valves, mitral valve prolapsed, and hypertrophic cardiomyopathy. Prosthetic valves are a particular risk. Prosthetic valvular endocarditis develops in two to three percent of patients within one year after valve replacement and in 0.5 percent thereafter. It affects mechanical and bioprosthetic valves equally. The implant site valve coordinator explained that because the patient had been diagnosed at an outside hospital, they had not been able to obtain any further information regarding this event. Despite multiple attempts to obtain additional information, in this case, the cause for the infection cannot be confirmed; however, edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility at the time of manufacture. A device history records review of the affected valve revealed that the device pass all the necessary sterilization inspections and met specifications prior to release. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Investigation is ongoing.